Event description:
It was reported that there was a lead warning due to a drop in pacing impedance and an apparent lead fracture. The lead was explanted and replaced. During the explant the lead was found to be wound very tightly around itself. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.